Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros tropi es result was obtained from a single patient sample, when processed on the vitros eci system. The definitive root cause could not be determined, although the possibility that inappropriate pre-analytical sample preparation contributed to the event could not be ruled out as it is unknown if the customer was conforming to the sample collection device manufacturer¿s guidelines for sample centrifugation. Additionally, the investigation could not rule an instrument issue as a contributing factor, nor could the possibility of an unexpected reagent performance issue be ruled out.

Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result from a single patient sample processed on a vitros eci immunodiagnostic system. Patient sample 1: result of 1.0064 ng/ml vs. Expected of <0.034 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is not known whether any of the vitros troponin I es results were reported for this patient to a clinician. Ortho clinical diagnostics were not made aware of any allegations of patient harm made as a result of the event. (B)(4).